Manufacturer narrative:
Date of event: estimated date. The other patient referenced in the article is reported under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A conclusive cause for the difficulty listed cannot be determined based on the limited information available. The patient effects of occlusion, pain and nerve injury are listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature article title ¿possible mechanism for common femoral artery occlusion with the perclose suture device.¿

Event description:
It was reported through a research article that a perclose proglide device was used to close a 6f hole following a percutaneous coronary angiography. The patient complained of foot pain and parethesias on postoperative day 1. Femoral artery pulse was lost and on investigation a stenosis of the common femoral artery due to a back wall stitch was noted. Surgical intervention was performed for the ischemia / occlusion. Details are listed in the article, titled ¿possible mechanism for common femoral artery occlusion with the perclose suture device¿.